Manufacturer narrative:
Internal complaint reference (B)(4) the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A visual inspection a revealed the device was returned without the blue split cannula and the depth limiter gauge. The returned suture was returned and is cut. The suture was returned without anchors. The needle is as manufacturer intended. A functional evaluation revealed the actuator functions as intended. A review of the customer provided image confirms the batch number and product number. The device appears to be missing the depth limiter tube. The device is also without suture and anchors in the image. A review of the instructions for use found: read these instructions completely prior to use. Delivery instrumentation is required for proper placement of the implants for optimal surgical result. Do not bend delivery needle. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscus repair using the ultra fast-fix assembly - curved, after the deployment of both ts the suture was broken. The procedure was completed with a delay of 30 minutes or less using a smith and nephew back-up device. No patient injury or other complications were reported all available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.